Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of the sterile water into the inflation lumen to inflate the balloon." Correction: manufacturer name, city and state, MFR site, and device evaluated by MFR.

Event description:
It was reported that the foley catheter balloon failed to inflate when the nurse attempted to put 10cc of water into the catheter inflation port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter balloon failed to inflate when the nurse attempted to put 10cc of water into the catheter inflation port.